Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-revised device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed no unexplained reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.